Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator user was tried to restart the refrigerator by using the keys for the battery and it was not working, still stated device was not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator failed to recover and displayed a "not detected on bus" message. A field service engineer (fse) ran the hardware test application (hta) and confirmed that the refrigerator was not being detected. To resolve this, the fse power cycled the unit using the power switch and battery key, after which the refrigerator became detectable. Further testing with both the hta and the dispensing application confirmed system functionality. However, the touch panel was found to be performing inconsistently, likely due to contamination from a spilled substance. To address this, the display assembly was replaced, restoring proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator user was tried to restart the refrigerator by using the keys for the battery and it was not working, still stated device was not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.